Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated the act button was hard to press. Customer's blood glucose was 111 mg/dl. Troubleshooting was done. Customer's blood glucose was 192 mg/dl then 180 mg/dl and 106 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. No damage to the keypad traces was noted and the connector on lcd board was not unlocked during visual inspection. The insulin pump was received with intermittent button response on the act button due to flattened dome switch. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.